Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the MFR for eval. When available, a device failure will be submitted as a follow up report.

Event description:
It was reported that the pt experienced problems over the weekend ((B)(6) 2004) including intermittent sound and unusual quality of sound. All external equipment was exchanged and normal sound was heard briefly but odd sounds were heard again after about 10 minutes of use. Testing confirmed that the device had malfunctioned.